Event description:
We received an allegation about discrepant results for 1 patient's sample tested with glucose hk gen.3 (gluc3) assay on a cobas 8000 c702 analyzer. At 10:12 am the initial result was 217.8 mg/dl. This result was considered high and didn't match the patient's clinical history. The sample was then repeated. At 12:47 pm the repeat result was 94.9 mg/dl.

Manufacturer narrative:
The gluc3 reagent lot number and expiration date were not provided. A general reagent issue can be excluded as there were no further issues and a correct rerun was performed with the same reagent. The cause was consistent with misaligned reagent probe(s). On 31-jan-2024 the field service engineer did a regular preventive maintenance and confirmed that the analyzer was performing within specifications.